Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is some type of residue on the syringe. To support the evaluation, one sample in sealed blister packaging and two photographs were submitted to the quality team. A visual inspection was conducted, revealing discoloration on the syringe barrel flange that could not be removed with an alcohol wipe, indicating the residue is embedded in the material. The photographs confirmed the condition of the received sample. No additional defects or imperfections were observed. The embedded discoloration is consistent with degraded resin, which can occur during startup or intermittently throughout the injection molding process. This degraded resin may detach and become incorporated into molded components. A review of the device history record for material number 302830, lot 5251654, was completed. The review found no quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the submitted sample, the condition reported by the customer has been confirmed.

Event description:
No patient harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material: 302830. Batch#: 5251654. Verbatim: rcc received a complaint via email. Email(s) attached. I am going ahead and asking to start a quality complaint could just be a manufacturing issue. There is some type of residue or something on the syringe. Syringe will go from xx area to xx and then be sent to my location. Please start the process and get the questions submitted. I have asked xxx to look for more of same issue from this lot if they have any. Xx you might want to look at your stock.